Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during posterior labral repair surgery, the anchor went in fine and seated nicely but the surgeon wanted to lock it down on itself it locked prematurely. The surgeon has taken all the necessary precautions to make sure it wasn't tangled or anything but it still failed. The surgery was finished successfully with a different device (ar-2923bc). It was not necessary to switch the surgical technique or do a second surgery.